Event description:
Caller states that he received a result of 325mg/dl on the device and a different read 114mg/dl within 5 minutes. No treatment received. No quality control were used. Requested return of suspect device and replacement was sent.